Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphadenopathy ¿ bia-alcl suspicious."

Event description:
Physician reported "lymphadenopathy ¿ bia-alcl suspicious" and a lump in left arm-pit. Device status is unknown. Histopathological markers have not been received.